Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the peeling of coating on the insertion tube was caused by the same cause as other defects. However, we were not able to determine whether the peeling was due to stress, handling, or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Customer sent repair request for device lg (light guide) suspicion of breakage. There is no patient involvement associated on this event. Device evaluation found coating peeling at the insertion part (major axis 4mm or more ). This report is being submitted for coating peeling at the insertion part of the device.

Manufacturer narrative:
The subject device was received and evaluated at service repair olympus japan. Device inspection found coating peeling at the insertion part (major axis 4 mm and more). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.